Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of salpingitis ("chronic salpingitis"), pelvic pain ("chronic pelvic pain/pain") and genital haemorrhage ("abnormal bleeding") in an adult female patient who had essure (batch no. 758625) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multiparous. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menstrual disorder ("excessive and abnormal bleeding during menstruation\ clotting during menstruation"), menorrhagia ("excessive and abnormal bleeding during menstruation / abnormal bleeding (menorrhagia)"), headache ("headaches"), alopecia ("hair loss"), hypersensitivity ("allergic reactions"), uterine leiomyoma ("fibroids"), adenomyosis ("adenomyosis"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and abdominal pain lower ("cramping"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy) and surgery (total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the salpingitis, menstrual disorder, headache, alopecia, hypersensitivity, uterine leiomyoma and adenomyosis outcome was unknown and the pelvic pain, genital haemorrhage, menorrhagia, vaginal haemorrhage and abdominal pain lower had resolved. The reporter provided no causality assessment for salpingitis with essure. The reporter considered abdominal pain lower, adenomyosis, alopecia, genital haemorrhage, headache, hypersensitivity, menorrhagia, menstrual disorder, pelvic pain, uterine leiomyoma and vaginal haemorrhage to be related to essure. The reporter commented: with 2 coils visible on the left and 3 coils visible on the right at the conclusion of the procedure. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: chronic salpingitis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-sep-2018: plaintiff fact sheet received. New event fibroids, adenomyosis, cramping and abnormal bleeding (vaginal) were added. Outcome of pain and bleeding updated to recovered. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of salpingitis ("chronic salpingitis"), pelvic pain ("chronic pelvic pain/pain") and genital haemorrhage ("abnormal bleeding") in an adult female patient who had essure (batch no. 758625) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multiparous. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menstrual disorder ("excessive and abnormal bleeding during menstruation\ clotting during menstruation"), menorrhagia ("excessive and abnormal bleeding during menstruation"), headache ("headaches"), alopecia ("hair loss") and hypersensitivity ("allergic reactions"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy) and surgery (to remove the essure implant scheduled on (B)(6) (2017). Essure was removed on (B)(6) 2017. At the time of the report, the salpingitis, pelvic pain, genital haemorrhage, menstrual disorder, menorrhagia, headache, alopecia and hypersensitivity outcome was unknown. The reporter provided no causality assessment for salpingitis with essure. The reporter considered alopecia, genital haemorrhage, headache, hypersensitivity, menorrhagia, menstrual disorder and pelvic pain to be related to essure. The reporter commented: with 2 coils visible on the left and 3 coils visible on the right at the conclusion of the procedure concerning the injuries reported in this case, the following ones were described in patient¿s medical records: chronic salpingitis most recent follow-up information incorporated above includes: on (B)(6) 2018: medical records received. Essure batch number was added. Essure stop date was added as (B)(6) 2017. Event added per medical records: chronic salpingitis. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menstrual disorder ("excessive and abnormal bleeding during menstruation\ clotting during menstruation"), menorrhagia ("excessive and abnormal bleeding during menstruation"), headache ("headaches"), alopecia ("hair loss") and hypersensitivity ("allergic reactions"). The patient was treated with surgery (to remove the essure implant scheduled on (B)(6) 2017). At the time of the report, the pelvic pain, genital haemorrhage, menstrual disorder, menorrhagia, headache, alopecia and hypersensitivity outcome was unknown. The reporter considered alopecia, genital haemorrhage, headache, hypersensitivity, menorrhagia, menstrual disorder and pelvic pain to be related to essure. The reporter commented: patient's physician has recommended removal of the device, but the removal surgery has not yet been scheduled. Plaintiff will be forced to undergo a major surgery as a result of her essure implant. Most recent follow-up information incorporated above includes: on (B)(6) 2017: follow up received from summons: new events were reported: abnormal bleeding, hair loss, allergic reactions and event pain clubbed with earlier event. The plaintiff scheduled a surgery to remove the essure implant on (B)(6) 2017. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ("chronic salpingitis"), pelvic pain ("chronic pelvic pain/pain") and genital haemorrhage ("abnormal bleeding") in an adult female patient who had essure (batch no. 758625) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multiparous. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menstrual disorder ("excessive and abnormal bleeding during menstruation\ clotting during menstruation"), menorrhagia ("excessive and abnormal bleeding during menstruation"), headache ("headaches"), alopecia ("hair loss") and hypersensitivity ("allergic reactions"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy) and surgery (to remove the essure implant scheduled on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the salpingitis, pelvic pain, genital haemorrhage, menstrual disorder, menorrhagia, headache, alopecia and hypersensitivity outcome was unknown. The reporter provided no causality assessment for salpingitis with essure. The reporter considered alopecia, genital haemorrhage, headache, hypersensitivity, menorrhagia, menstrual disorder and pelvic pain to be related to essure. The reporter commented: with 2 coils visible on the left and 3 coils visible on the right at the conclusion of the procedure concerning the injuries reported in this case, the following ones were described in patient¿s medical records: chronic salpingitis quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-sep-2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.